Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 135, 146 and 224 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. Customer also reported complaint for high control glucose test results of 142 and 144 mg/dl; control tests performed during call produced results within acceptable range and also e-0. Customer also stated that when she opened this container of strips that one of the test strips was half out of the vial however the vial was closed but the strip was bent. Customer stated the box had not been tampered with. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :135mg/dl date: (B)(6) 2018 time:07:27am fasting; result 2 :146mg/dl date: (B)(6) 2018 time:06:56am fasting; result 3 :224mg/dl date: (B)(6) 2018 time:05:20am fasting; result 4 :120mg/dl date: (B)(6) 2018 time:07:55am fasting; result 5 :115mg/dl date: (B)(6) 2018 time:07:58am fasting.